Event description:
It was reported that the user missed a meal announcement at dinner, entered it approximately 30 minutes late, and subsequently experienced hyperglycemia with a reported blood glucose of 333 mg/dl; the device did not issue prolonged high-glucose alerts, and the episode was managed with troubleshooting and education without backup therapy, ketone testing, or medical intervention. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia without hospitalization or emergent care. Investigation included a review of use history and user coaching focused on timely meal announcement and observation of glucose trends for response. Investigation of this case revealed use error related to delayed meal announcement, with no reported device alarms or malfunctions and no component performance concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related delay in carbohydrate announcement leading to expected postprandial hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.